Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for pa rkinsons dual and movement disorders. The rep reported that the patient was currently in the ER due to a possible stroke. It was reported that it was unknown whether the stroke was related to the patient's device or therapy. Nodevice issues reported. No further patient complications have been reported as a result of this event.